Manufacturer narrative:
Final analysis found the pulse generator in backup mode. Battery depletion also occurred due to a high current drain which was caused by a wire bond anomaly on the rf flex module.

Event description:
It was reported that the patient experienced atrial fibrillation. The pulse generator exhibited premature elective replacement indicator. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.